Event description:
Additional information received indicated that patient underwent surgical intervention where the system was explanted due to ineffective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 -date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000120773

Event description:
It was reported that the system was never effective for relieving patient's pain. Several attempts of reprogramming were not able to resolve issue. Surgical intervention may be pending at a later date.